Manufacturer narrative:
The device passed the displacement test. The device alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation, power error 75 during self test, and pump error 53 (line number 2843 file number 26) alarms are found in the downloaded traces due to lithium backup battery was properly connected to the electrical board. After reconnecting the internal battery connector on the electrical board the device was monitored and is functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received multiple pump error. The customer¿s blood glucose level was 8 mmol/l. The customer states that he had received numerous pump error messages. The insulin pump will be returned for analysis.